Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a new ins, and after the surgery an impedance test found contacts 11<(>&<)>8. It was also reported that the patient's impedance was high on the right side. The patient was feeling fine and receiving effective therapy. The physician has no further actions planned. There is no surgery planned to resolve the issue. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the issue was not determined.